Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. It was reported that the audio bolus delivery was cancelled without user button presses. The bolus was also reported to be cancelled when a meter bolus was programmed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/09/2015 with the following findings: during investigation, the audio bolus was found to function properly. The keypad was found to be in tact; no damage or peeling was observed. All of the keypad buttons responded appropriately during testing. The keypad was removed and there was no evidence of contamination found on the button contacts. The complaint was not able to be duplicated during the investigation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.